Manufacturer narrative:
The endostapler functioned as expected during the entire procedure. A review of manufacturing, device history, and quality control records found that the device met all specifications and was in compliance. There were no findings to suggest that the device caused or contributed in any way to the patient's injury.

Event description:
The fundoplication procedure was done on (B)(6). The next day, the medigus representative learned that, several hours after the procedure, the female patient had severe chest pain. The CT scan was abnormal, indicating pleural effusion, pneumomediastinum and an esophageal perforation of 1 cm. Laparoscopic surgery was done to repair the perforation. Patient was stable twelve hours after surgery.